Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, the tourniquet inflated to approximately 150mmhg before alarming. Two different machines were used to attempt inflation and was unsuccessful. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the tourniquet inflated to approximately 150mmhg before alarming. Two different machines were used to attempt inflation and was unsuccessful. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.